Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://ajs.sagepub.com/content/26/4/530.long. This report will be amended when our investigation is complete.

Event description:
It is reported that six patients were revised due to polyethylene wear and metallosis.

Manufacturer narrative:
The lot number is unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.